Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device dislocation ('migration of essure device location of device: left uterine cornua/ malpositioned left essure') in a 31-year-old female patient who had essure (ess205) (batch no. 826209-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary urgency, vaginal odor, tooth pain, ovarian cancer, pneumonia, nausea, vomiting, uti and thyroid disorder (father). Current weight 160lbs. Concurrent conditions included bipolar disorder, graves' disease, arthritis, sleep apnea, anemia and left lower quadrant pain. Family history included breast cancer female (mother), depression (brother and sister), ovarian cancer (maternal grandmother), skin cancer (maternal grandmother) and throat cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to (B)(6) 2008 for contraception, nsaids and paracetamol (acetaminophen) for migraine as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2018, hydrocodone from (B)(6) 2008 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2018, iron from (B)(6) 2014 to (B)(6) 2014, lorazepam since (B)(6) 2008, melatonin since (B)(6) 2008, metronidazole (flagyl 250), sulfamethoxazole;trimethoprim (mortin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced basedow's disease ("autoimmune diagnosed - graves disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression, migraine and abdominal pain outcome was unknown and the basedow's disease, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, weight increased, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, basedow's disease, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date :- (B)(6) 2006 and (B)(6) 2008. Current weight 160lbs. Essure insertion :- two essure coils, one in each tubal ostium. Plaintiff received treatment for pain, autoimmune and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: the fallopian tubes were blocked (as per pfs) study confirms tube blockage by essure placement.(as per mr). Ultrasound pelvis - on (B)(6) 2007: retroflexed uterus which has a slightly more rounded than elongated configuration. No uterine fibroids are seen. There is a small amount of free peritoneal fluid in the pelvis. Not mentioned in the body of report, normal arterial blood flow is documented in both of the ovaries with pulsed doppler and color flow doppler ultrasound evaluation of the ovaries.; on (B)(6) 2018: small hemorrhagic cyst in the left ovary, trace free fluid in the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal bleeding, depression, weight gain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were added & updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device dislocation ('migration of essure device location of device: left uterine cornua/ malpositioned left essure') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary urgency, vaginal odor, tooth pain, ovarian cancer, pneumonia, nausea, vomiting, uti and thyroid disorder (father). Current weight (B)(6) lbs. Concurrent conditions included bipolar disorder, graves' disease, arthritis, sleep apnea, anemia and left lower quadrant pain. Family history included breast cancer (mother), depression (brother and sister), ovarian cancer (maternal grandmother), skin cancer (maternal grandmother) and throat cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to (B)(6) 2008 for contraception, nsaids and paracetamol (acetaminophen) for migraine as well as codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2018, hydrocodone from (B)(6) 2008 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2018, iron from (B)(6) 2014 to (B)(6) 2014, lorazepam since (B)(6) 2008, melatonin since (B)(6) 2008, metronidazole (flagyl 250), sulfamethoxazole; trimethoprim (motrin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, allergy to metals and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date (B)(6) 2006 and (B)(6) 2008. Current weight (B)(6) lbs. Essure insertion: two essure coils, one in each tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2008: the fallopian tubes were blocked (as per pfs). Study confirms tube blockage by essure placement.(as per mr). Ultrasound pelvis - on (B)(6) 2007: retroflexed uterus which has a slightly more rounded than elongated configuration. No uterine fibroids are seen. There is a small amount of free peritoneal fluid in the pelvis. Not mentioned in the body of report, normal arterial blood flow is documented in both of the ovaries with pulsed doppler and color flow doppler ultrasound evaluation of the ovaries.; on (B)(6) 2018: small hemorrhagic cyst in the left ovary, trace free fluid in the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal bleeding, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs & mr received: case became incident. New events- menorrhagia, vaginal bleeding, migraines, depression, mental anguish, migration of essure device location of device: left uterine cornua, nickel allergy, perforation (fallopian tubes), weight gain were added. Date of removal and events onset date were added. Date of insertion was updated. Outcome of event pelvic pain was updated to recovering/resolving. Reporters, patients dob, demographics, medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: left uterine cornua/ malpositioned left essure') and basedow's disease ('autoimmune diagnosed - graves disease') in a 31-year-old female patient who had essure (ess205) (batch no. 826209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary urgency, vaginal odor, tooth pain, ovarian cancer, pneumonia, nausea, vomiting, uti and thyroid disorder (father). Current weight 160lbs. Concurrent conditions included bipolar disorder, graves' disease, arthritis, sleep apnea, anemia and left lower quadrant pain. Family history included breast cancer female (mother), depression (brother and sister), ovarian cancer (maternal grandmother), skin cancer (maternal grandmother) and throat cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to (B)(6) 2008 for contraception, nsaids and paracetamol (acetaminophen) for migraine as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2018, hydrocodone from (B)(6) 2008 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2018, iron from (B)(6) 2014 to (B)(6) 2014, lorazepam since (B)(6) 2008, melatonin since (B)(6) 2008, metronidazole (flagyl 250), sulfamethoxazole;trimethoprim (mortin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression, migraine, allergy to metals, weight increased and abdominal pain outcome was unknown, the basedow's disease, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, basedow's disease, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date :- (B)(6) 2006 and (B)(6) 2008. Current weight 160lbs. Essure insertion :- two essure coils, one in each tubal ostium. Plaintiff received treatment for pain, autoimmune and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: the fallopian tubes were blocked (as per pfs) study confirms tube blockage by essure placement.(as per mr). Ultrasound pelvis - on (B)(6) 2007: retroflexed uterus which has a slightly more rounded than elongated configuration. No uterine fibroids are seen. There is a small amount of free peritoneal fluid in the pelvis. Not mentioned in the body of report, normal arterial blood flow is documented in both of the ovaries with pulsed doppler and color flow doppler ultrasound evaluation of the ovaries.; on (B)(6) 2018: small hemorrhagic cyst in the left ovary, trace free fluid in the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal bleeding, depression, weight gain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Lot number was added. Plaintiff's aka name was added. On 26-nov-2019: pfs received. No new clinical information received in this follow up. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: left uterine cornua/ malpositioned left essure') and basedow's disease ('autoimmune diagnosed - graves disease') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary urgency, vaginal odor, tooth pain, ovarian cancer, pneumonia, nausea, vomiting, uti and thyroid disorder (father). Current weight 160lbs. Concurrent conditions included bipolar disorder, graves' disease, arthritis, sleep apnea, anemia and left lower quadrant pain. Family history included breast cancer female (mother), depression (brother and sister), ovarian cancer (maternal grandmother), skin cancer (maternal grandmother) and throat cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to (B)(6) 2008 for contraception, nsaids and paracetamol (acetaminophen) for migraine as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2018, hydrocodone from (B)(6) 2008 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2018, iron from (B)(6) 2014 to (B)(6) 2014, lorazepam since (B)(6) 2008, melatonin since (B)(6) 2008, metronidazole (flagyl 250), sulfamethoxazole;trimethoprim (mortin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression, migraine, allergy to metals, weight increased and abdominal pain outcome was unknown, the basedow's disease, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, basedow's disease, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date :- (B)(6) 2006 and (B)(6) 2008. Current weight 160lbs. Essure insertion :- two essure coils, one in each tubal ostium. Plaintiff received treatment for pain, autoimmune and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: the fallopian tubes were blocked (as per pfs) study confirms tube blockage by essure placement.(as per mr). Ultrasound pelvis - on (B)(6) 2007: retroflexed uterus which has a slightly more rounded than elongated configuration. No uterine fibroids are seen. There is a small amount of free peritoneal fluid in the pelvis. Not mentioned in the body of report, normal arterial blood flow is documented in both of the ovaries with pulsed doppler and color flow doppler ultrasound evaluation of the ovaries.; on (B)(6) 2018: small hemorrhagic cyst in the left ovary, trace free fluid in the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal bleeding, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. New reporter and events basedow´s disease, pain (abdominal), bladder/urinary problems (other) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: left uterine cornua/ malpositioned left essure') and basedow's disease ('autoimmune diagnosed - graves disease') in a 31-year-old female patient who had essure (ess205) (batch no. 826209-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary urgency, vaginal odor, tooth pain, ovarian cancer, pneumonia, nausea, vomiting, uti and thyroid disorder (father). Current weight 160lbs. Concurrent conditions included bipolar disorder, graves' disease, arthritis, sleep apnea, anemia and left lower quadrant pain. Family history included breast cancer female (mother), depression (brother and sister), ovarian cancer (maternal grandmother), skin cancer (maternal grandmother) and throat cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) to (B)(6) 2008 for contraception, nsaids and paracetamol (acetaminophen) for migraine as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2018, hydrocodone from (B)(6) 2008 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2018, iron from (B)(6) 2014 to (B)(6) 2014, lorazepam since (B)(6) 2008, melatonin since (B)(6) 2008, metronidazole (flagyl 250), sulfamethoxazole;trimethoprim (mortin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystoscopy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression, migraine, allergy to metals, weight increased and abdominal pain outcome was unknown, the basedow's disease, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, basedow's disease, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date :- (B)(6) 2006 and (B)(6)2008. Current weight 160lbs. Essure insertion :- two essure coils, one in each tubal ostium. Plaintiff received treatment for pain, autoimmune and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on 08-aug-2008: the fallopian tubes were blocked (as per pfs) study confirms tube blockage by essure placement.(as per mr). Ultrasound pelvis - on 26-jun-2007: retroflexed uterus which has a slightly more rounded than elongated configuration. No uterine fibroids are seen. There is a small amount of free peritoneal fluid in the pelvis. Not mentioned in the body of report, normal arterial blood flow is documented in both of the ovaries with pulsed doppler and color flow doppler ultrasound evaluation of the ovaries.; on 20-jun-2018: small hemorrhagic cyst in the left ovary, trace free fluid in the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal bleeding, depression, weight gain, vaginal bleeding most recent follow-up information incorporated above includes: on 11-dec-2019: update of information (batch is not valid ) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.